Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an issue with the freeze mode and also had a high pitch alarm. The customer stated that they removed the battery but the frozen screen remained. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that after taking a shower and putting the insulin pump on, there was a solid white circle and the buttons were unresponsive. The customer removed the battery due to the high pitch noise. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unresponsive button due to frozen display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.